Event description:
It was reported that patient is experiencing an empty inflatable penile prosthesis (ipp) reservoir and therefore, the ipp can not be inflated. The physician suggest a revision surgery as the next course of action. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.